Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, patient death occurred. In (B)(6) 2010, the subject was referred for cardiac catheterization to treat an 80% stenosed target lesion located in the distal left circumflex (lcx). The lesion was 15 mm long with a reference vessel diameter of 2.75 mm and treated with pre-dilatation and placement of a 2.75 x 16 mm taxus liberte stent with 0% residual stenosis. The subject was discharged on aspirin and prasugrel, the following day. In (B)(6) 2012, the subject was admitted in cardiac arrest post-dialysis. Cardiac enzymes were elevated with troponin I level at 13.9 (uln: 0.04 ng/ml) and an ECG revealed ischemic changes. Cardiac arrest was secondary to chronic heart failure and respiratory distress. Chest x ray revealed right upper lobe consolidation, possible aspiration and pulmonary venous congestion. On the day of admission, right central vein was attempted in the femoral vein. However, the right femoral artery was accidentally punctured and subsequent arterial ultrasound of right lower extremity revealed hematoma with small internal pseudo aneurysm. Three days later, the subject was found in pulseless electrical activity. CPR was begun but, despite continued efforts, the subject was pronounced dead. Per the death certificate, the immediate cause of death was multi-organ failure, septic shock and pneumonia, with the underlying causes of circulatory collapse, pulseless electrical activity and coronary artery disease.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).